Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient implanted with an implantable neurostimulator (ins). The code "out of regulation" (oor) displayed on the patient¿s controller. There were three oor messages displayed and no patient complications associated with the event. The cause of the oor message was determined and due to high impedances. There were some electrodes with high impedance and it was noted that all of them were higher than 10,000 ohms. There was no information regarding the programmed ins parameters. There was no interrogation printouts or data available. No additional troubleshooting was done or planned. The actions and interventions taken or planned included reprogramming the patient with the electrodes that did not have high impedance. The issue was resolved. In regards to the patient outcome, the doctor was following up with the patient.